Event description:
Consumer called to report low readings with pt meter. Got a reading of 68 and rushed him to the hospital. Doctor told him to get the boy to the hospital for treatment if the readings were not between 80-140.